Event description:
It was reported to medtronic minimed that the customer experienced pump error 40: as well as a motor safety circuit failed test, flashing white display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer reported receiving a pump alarm. Customer was not able to clear the alarm. Customer reported a flashing or solid white screen. Customer confirmed that screen is not displaying a flashing medtronic logo. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify pump error 40 alarm due to critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully download history file and traces thump. Critical pump error (open book image) alarm and pump error 40 alarm confirmed in the formatted history file on (B)(6) 2024 10:01:00.000, (B)(6) 2024 10:11:01.000 motor safety circuit error (40) linenumber 1479 filenumber 26. Pump error 40 is the fatal error. This was the reason for the open-book. Pump was cut open to perform visual inspection and no moisture damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 40 alarm. Flashing white display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.